Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327628. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
The device being reported is a bd saf-t-intima¿ IV catheter safety system. The following was reported, "the patient tore off the tubing, leaving the blue wing system in place. Additional information from the customer: the separation had occurred at the base of the blue wings, which remained in place on the patient's skin."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The device being reported is a bd saf-t-intima¿ IV catheter safety system. The following was reported, "the patient tore off the tubing, leaving the blue wing system in place. Additional information from the customer: the separation had occurred at the base of the blue wings, which remained in place on the patient's skin".

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327628. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
The device being reported is a bd saf-t-intima¿ IV catheter safety system. The following was reported, "the patient tore off the tubing, leaving the blue wing system in place. Additional information from the customer: the separation had occurred at the base of the blue wings, which remained in place on the patient's skin."